Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was prescribed edoxaban prior to the procedure and received it the morning of the procedure. Pre-procedure transesophageal echocardiogram (tee) was performed, and no thrombus was visualized. Femoral vein access was obtained and 5000u of heparin was administered intravenously. The first activated clotting time (act) was taken five minutes after heparin administration, and the act was maintained at 300 seconds or more during the procedure. A watchman fxd curve access system (was) was advanced into the left atrium. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed. A position adjustment was necessary, so partial recapture of the wds was performed four (4) times. The wds met release criteria, and the closure device was implanted. After release of the closure device, a mobile thrombus-like image was confirmed on tee between the 45-degree ridge and the atrial facing surface of the implanted device on the limbus side. Since the was was retracted into the right atrium, no additional interventions were performed, and the procedure was concluded. There was no reported patient injury, and the patient has no neurological issues and has been discharged. A tee is scheduled for next week for monitoring.